Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in delivering a correction bolus to address bg. Customer reverted to manual injections and alternate pump for insulin therapy.